Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es was popping up sounds from inside the machine before they smell something burning. Registered nurse able to pull meds from another machine and get them from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power supply issue. A field service engineer visited site and found there was a power supply issue. Disconnected all auxiliaries and the drawers from the communication sled, attempted to power the machine on but the power supply would not power on. Power supply was replaced and tested. Preventive maintenance was performed. The system functioned as intended after troubleshot by the field service engineer.